Event description:
Reportedly, the enduser was going down a flight of stairs when the adjustment section of the crutch broke. The break occurred on the second from the top stair, resulting in a fall down the stairs. The patient was taken to the hospital due to injury to his elbow and shoulder.